Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother also reported that they received no delivery alarms. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's mother stated that her daughter had blood glucose of 458 mg/dl and was treated with manual injections. The customer's mother stated that the alarm was unable to be cleared. The customer's mother stated that they found a bent cannula on the infusion set. The customer's mother stated that the site was irritated. The customer's mother was advised to change the infusion set. The insulin pump will not be returned for analysis.